Manufacturer narrative:
The philips biomedical technician evaluated the device and confirmed reported problem. Ran extended self test (est) which resulted in o2 sensor failure during the test. The philips biomedical technician replaced the o2 sensor to resolve reported problem, extended self test passed and performance was verified in vcv mode. The device was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device is displaying vent alarm high o2. The customer reported there was no patient involvement at the time the issue was discovered.